Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a compaq laptop computer was "broken." The reporter indicated the computer has been discharged and is not available for analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.